Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump recurred the hal software error. The customer¿s blood glucose level was 84 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that displacement test was not passed and the alarm recurred. The customer was advise to revert to back up plan. Troubleshooting was assisted. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 3 alarm due to a software error.